Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump was programmed to deliver maintenance fluid to a patient recovering from open heart surgery. The infusion was programmed to run a primary continuous IV maintenance with potassium chloride at 5ml/hr. It was reported that the pump delivered 500ml. The customer reported that the history log was reviewed and the pump was correctly programmed. As a result of this event, the patient was treated for high amount of potassium. No further information was available in relation to this event. It was reported that the patient was discharged.